Manufacturer narrative:
Spacelabs has launched an investigation of this issue and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a request for service repair for an xprezzon bedside monitor model 91393 that stopped working while is use and would not restart on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The cpu pcba 670-1488-00 was not functioning; therefore, the pcba was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of power up was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.